Manufacturer narrative:
The device passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The device had minor scratched display window and cracked reservoir tube lip noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 30 mg/dl. The customer was treated with juice and candy bar. Emergency medical services also came. The customer had trouble with the insulin pump and woke up with high readings of 330 mg/dl. The customer's current blood glucose was 154 mg/dl. The insulin pump was not returned for analysis.